Event description:
It was reported that the nursing staff observed that the et tube detached from the filter port when the patient leaned over the bed and faced down.

Manufacturer narrative:
The specific brand and model of the elbow component of the model of device used in this event is not a component of models of this device distributed in the us.

Manufacturer narrative:
It should be noted that the device at issue consists of a filter, a flex-tube and an elbow, connected together in that order, and packaged in a polyethylene pouch. During manufacturing, the three components are attached manually by a "press-fit", so that they are held together as an interference fit, due to the plasticity of the components. A total of four devices were received from the reporter. Of these four devices, three were from the manufacturing lot involved in the event, and one from another lot. Of the 3 from the same manufacturing lot, one was received with filter, flex tube and elbow separated and the other two were in unopened bags and in an assembled state. In addition, a single straight naturally colored endotracheal tube connector (of another manufacturer) was received. No endotracheal tubes were received. From the appearance of the returned devices, it appears that the original description of an endotracheal tube detached from the pall device was only partially correct. It appears that the clinical user detached the elbow from the pall device and substituted a 15 mm straight connector of a 3rd party manufacturer. In the course of normal manufacturing, the connector of the flex-tube is stretched during the attachment of the elbow. It appears that when the user removed the elbow and replaced it with the 3rd party straight connector, a sufficiently firm connection was not established to the stretched connector of the pall flex tube. When stress was placed on this post-manufacturing user- implemented connection during clinical use, the connection would have been insufficiently strong to withstand that stress. The returned elbow and flex tubes from the same lot held as retains all met dimensional and functional requirements with respect to their connectors and connections. No other user reports have been received of a similar nature for the involved manufacturing lot. A review of the manufacturing history of the lot in question revealed no deviations that might bear on this event. In summary: the device was not found to have been defective. The user's technique for disassembly and reassembly with another manufacturer's component appears to be the root cause of the reported event. Recommendation: the user may be better served by using different model bb25 that employs a flex without an additional pre-assembled connector such as bb25f, rather than using model bb25d that incorporates a pre-assembled elbow. Unless substantially significant information becomes available, this constitutes a final report.